Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse checked and found the sample loop was not seated. The fse reconnected the sample loop. The customer ran patient samples. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 101 low pressure was the sample loop needed to be seated.

Event description:
On (B)(6) 2015, a customer reported error 101 low pressure on the g8 instrument. The customer performed a drain/flush but noticed a fluid leak was coming from the #4 injection valve. The customer reports that after tightening all of the connectors, she still noticed a fluid leak. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.